Event description:
From staff: during the infant receiving the vitamin k injection, when the needle was removed from the left thigh it was noted to be at almost a 90-degree angle and when removed rn did not know the needle had bent while in the muscle and when removed the needle scratched the infant's thigh. The device information provided is from a "like" device. The device involved in this event has been discarded by staff.